Manufacturer narrative:
. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis confirmed normal battery depletion.

Event description:
It was reported that the patient went in for a pulse generator changeout with the device in backup vvi operation. The device was explanted and replaced.